Event description:
It was reported that the customer had high blood glucose levels. Customer received an occlusion alarm when she delivered a bolus. Customer changed site and noticed she had a kinked cannula.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.